Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The core impaction drill was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.